Event description:
The following is alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for the repair of bilateral inguinal hernias. As reported, two bard/davol perfix plugs, were implanted to repair the hernia defects. (B)(6) 2014- the patient underwent an additional surgery to repair recurrent bilateral hernias after both perfix plugs failed and to remove the perfix plugs. It is alleged by the patient attorney that the patient endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of perfix plugs. Per the operative notes, "right and left hernia defects were found. Large perfix plugs (device #1 and device #2) were placed into the right and left hernia defects and sutured. Perfix plug onlay meshes (device #1 and device #2) were cut and placed on right and left inguinal floors." (B)(6) 2013 - patient had abdominal pain, change in bowel habits and diverticulosis thereby underwent colonoscopy. (B)(6) 2013 to (B)(6) 2013 - patient frequently visited hospital for bilateral groin and lower abdominal pain. (B)(6) 2013 - patient was diagnosed with bilateral ilioinguinal nerve entrapment thereby underwent laparoscopic bilateral inguinal exploration, lysis of adhesions and bilateral ilioinguinal nerve chemical ablation. Per the operative notes, "the previously placed perfix plug (device #1) on the right side was in the indirect space, the hernia sac and the preperitoneal fat were dissected out and reduced." (B)(6) 2014 to (B)(6) 2014 - patient had pain in the bilateral groin and lower abdominal pain. (B)(6) 2014 - patient was diagnosed with chronic pain, right and left ilioinguinal areas secondary to perfix plugs, umbilical hernia and underwent open repair with mesh explants. Per the operative notes, "the umbilical hernia was dissected off. It was noted there were extensive adhesions in the myopectineal orifice adherent to the perfix plug that was placed. Once the perfix plugs (device #1 and device#2) were removed, the defects reinforced with synthetic mesh. Bilateral ilioinguinal regional nerve blocks were done under direct vision". Attorney alleges that the patient had adhesions, nerve damage and pain and emotional injuries. It was also alleged that the patient had ilioinguinal nerve blocks for chronic pain thereby underwent surgery on (B)(6) 2013 for bilateral ilioinguinal nerve entrapment with chemical ablation and another invasive procedure on (B)(6) 2014 involving bilateral exploration of incisions with removal of impinging suture and bilateral repair of recurrent inguinal hernias with a biological mesh. Patient had inner and anterior thigh numbness.

Manufacturer narrative:
The patient's attorney alleges that just over two years post implant the patient was treated for bilateral hernia recurrences and subsequently underwent additional surgeries to treat mesh-related complications. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of perfix plugs (device #1 & #2), patient had hernia recurrence, abdominal pain, adhesions, nerve damage and underwent the removal of meshes. The instructions-for-use supplied with the device lists adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h6, h10, h11 corrected field: d4 (expiry date) this supplemental emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
The patient's attorney alleges that just over two years post implant the patient was treated for bilateral hernia recurrences and subsequently underwent additional surgeries to treat mesh-related complications. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental MDR will be submitted. This MDR represent the patient's right sided hernia an additional MDR was submitted to represent the patient's left sided hernia. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for the repair of bilateral inguinal hernias. As reported, two bard/davol perfix plugs, were implanted to repair the hernia defects. (B)(6) 2014- the patient underwent an additional surgery to repair recurrent bilateral hernias after both perfix plugs failed and to remove the perfix plugs. It is alleged by the patient attorney that the patient endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.